Event description:
The user facility reported that the remaining external catheter shaft of the stent coiled up while placing the stent. Built up torque and tension and relaxed as distal coil flowered out. The doctor was unable to unroll the stent until he pulled the external portion of catheter shaft straightened out (coaxial) as possible. Then the rest of the stent deployed smoothly. There was no patient injury and/or require medical or surgical intervention. There was no blood loss. The patient procedure was a peripheral intervention.

Manufacturer narrative:
A3b: gender: n/a a4: weight: requested, not provided d6b: explanted date: device was not explanted e3: occupation: sr. Clinical advisor since the actual sample was not returned, following investigation was performed. 1. Review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot# confirmed that there was not any anomaly in them. 2. A search of the complaint file found no other similar report of the product with the involved product code/lot#. 3. UDI no.: (B)(4). [Product structure and mechanism of occurrence] this product has a structure in which the stent self-dilates by rotating the thumbwheel (winding up the release wire connected to the sliding part) and pulling the sliding part toward the hand side. If the stent is released while the sliding part of delivery catheter is trapped in a calcified lesion, etc., the sliding part will be hindered from being pulled toward the hand side, and the stent may not be deployed with a normal number of clicks. In addition, since only the release wire is to be wound at that time, compressive force is applied to the shaft and waviness is occurred. (Cause of occurrence) based on the investigation result, as a possible cause of this case, the following mechanism was inferred. However, since the actual sample could not be confirmed, it was not possible to clarify the cause of occurrence. Since the stent is released while the sliding part of actual product was trapped in some hard object (e.g. Calcified lesion), the sliding part was hindered from being moved toward the hand side, and the stent could not be deployed. In addition, since only the release wire was to be wound at that time, compressive force was applied to the shaft and waviness occurred. As a factor that the stent was able to deploy, it was inferred that the shaft was straightened and waviness in the shaft was released. (Countermeasure) for future use, directions for use and precaution found in the IFU of this product should be noted, as appropriate. [Directions for use 4-3] · as a guide, stent deployment commences on rolling back the thumbwheel 5-10 clicks for stents up to 100 mm long and 10-15 clicks for stents at least 120 mm long. Carefully roll back the thumbwheel one click at a time and adjust the position of the stent just prior to deployment if necessary (otherwise the stent can be deployed in the wrong position). · deploy the stent completely, even if the delivery catheter bends and corrugates. · if the stent does not start to deploy when the thumbwheel is rolled back, if no corrugations can be seen in the delivery catheter, stop rolling the thumbwheel, observe using high-resolution fluoroscopy, and then carefully remove the stent system. (The stent system could become unrecoverable.) [Precautions] · to assure optimal stent delivery, confirm that the pre-dilation is properly done before stenting patients who have highly tortuous or calcified lesions and/or vessels proximal to the lesion. Ashitaka factory manufacturing process is always continuing diligence in maintaining the product quality by performing following inspections. · 100% inspection is performed with an imaging device to confirm that there is no deformation or fracture in the stent strut. · 100% inspection is performed with an imaging device and the width and thickness of the stent strut are measured to confirm that there is no anomaly in the dimensions of stent strut. · after the product assembling process, 100% visual inspection is performed to confirm that there is no kink or crush in the stent sheath, cover sheath (sliding part), and shaft. · after the product assembling process, the release resistance of stent is measured on 100% basis to confirm that there is no anomaly in it. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.